Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 9/27/2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. Data was provided for evaluation. Loss of connection was confirmed, however the device operated within specification. The root cause could not be determined.